Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001. The customer performed re-calibration of arc, probe, list # 08c94-47, which resolved the issue, therefore arc, probe was the likely cause. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result. The architect system operations manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, but not limited to, re-calibration of arc, probe. A review of the architect I, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the arc, probe revealed no trends or systemic issues. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr, sn (B)(6) or arc, probe.

Manufacturer narrative:
(B)(4).was this device serviced by a third party?: no. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This is cross reference 3005094123-2021-00055-01 for likely cause list number 07k78-77.

Event description:
The customer observed false positive architect total b-hcg result on one patient. The results provided were: initial result=555.94 miu/ml (>or=25.00 miu/ml=positive)/repeated=<1.2 miu/ml (<or=5.00 miu/ml=negative) there was no reported impact to patient management.